Event description:
It was reported that the patient was getting off the side of the unit and the mattress slid off the litter. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the patient was getting off the side of the unit and the mattress slid off the litter. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.